Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the gold tight screw loosened causing the crown to destabilize, requiring a new screw to restore the crown.

Manufacturer narrative:
This report is being submitted to report additional information. The device was returned. The reported event could not be verified as the exact details of event were nonverifiable. Based on the evaluation, device malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review could not be performed since the lot number associated to the item was not provided. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Functional testing was performed with in-house mating device and no malfunction was identified. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.